Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at lcd assembly. Unable to verify operational currents or perform functional test including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, dat test and displacement test due to blank display anomaly. Insulin pump received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer reported also reported that the insulin pump had a blank display. Troubleshooting was performed and the black screen did not disappear. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.